Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50 mm x 20 mm maverick 2 balloon catheter was advanced for dilation. However, the device was fractured when it was taken out due to slight bending in the pushing process. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilation. However, the device was fractured when it was taken out due to slight bending in the pushing process. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR. : fg maverick 2 mr, 2.50mm x 20mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 72.6cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.